Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The product was returned and evaluated. The returned pump catheter was cut and therefore could not be tested. There was biomaterial found around the impeller and near the optical sensor. No other abnormalities were found. Data review matched the clinical description of the placement signal in the beginning of the case that eventually resolves. The root cause of the optical signal issue on the pump was not determined since optical parameters could not be tested on the returned product.

Event description:
The complainant reported the use of a cp pump for support. During support, the pump alarmed with a 'placement signal not reliable' alert. The audio alarm was disabled. No harm to the patient was reported.